Event description:
It was reported that pump malfunction occurred after pump became hot and showed malfunction code 3 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump within warranty, provided instructions for storage mode and return of malfunctioning pump, confirmed shipping details, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement device.